Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that during inspection one circular damage was found, approximately 5cm from the controller connection port. It was noted that the patient had discovered the damage during self inspection. The cause unknown. The inner lumen was intact, the wires were aligned and no alarms were triggered. A driveline sheath repair was performed.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the driveline cable associated with the ventricular assist device (vad) (B)(6) was not returned for evaluation. There was no evidence that (B)(6) had previously been serviced. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed damage to the driveline outer sheath. Visual evidence also revealed discoloration of the outer sheath, damage to the strain relief, and evidence of a self-repair. Log file analysis revealed no anomalies within the analyzed period. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the conditions reported. Based on historical review of similar events, the most likely root cause of the reported driveline sheath damage and the observed outer sheath discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the self-repair event can be attributed to the handling of the device. Based on the available information, the most likely root cause of the reported strain relief damage may be attributed to factors such as normal wear over time and/or the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be reopened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) exhibited driveline sheath damage, including a fracture at the end of the strain relief and a cut in the outer sheath, possibly extending slightly into the inner lumen just beyond the strain relief, located very close to the controller connection. The strain relief remains in place and is securely attached to the connector. No alarms were present in the device logs and the sheath area had not been previously repaired. A driveline sheath repair was indicated, and the patient was scheduled to return for the repair procedure. The vad remained implanted and in service. No patient complications have been reported as a result of this event.